Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1gfdn, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the therapy doesn't work anymore. They just are not able to void and has to use the catheter. When asked, when the patient first noticed, they replied: "I don't know, a year or more ago". The patient went to local doctor and was told that the leads are off and reprogrammed patient's implant but the reprogramming didn't help. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. The patient said that they are seeing their managing doctor on monday.